Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has worsening of suicidal ideation. The severity of the event is moderate. The relationship to procedure and stimulation is not related. The relationship to device is possibly related. The event is not recovered/not resolved. Medication was added. No additional relevant information has been received to date.

Event description:
Prior to the increase in suicidal ideations there was a report a non-serious increase in depression. Information was received that he had stopped some medications that the physicians were unaware about. Ultimately the physician notes that given the rapidity with which he improved back to his baseline level of depression and suicidality, in his opinion it is not very likely that the device made the depression worse.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitting information known prior to submission.